Event description:
It was reported that cgm displayed error 42 while customer used g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, completed pump reset with guidance, did not experience error again, and successfully started new sensor session.